Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was sleeping on and woke up to no external power alarms. The mpu was not lighting up and the yellow wrench was flashing on and off. A review of the log files by technical services and there was no external power alarms while attached to the mpu. The patient changed over to batteries and the alarm cleared.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mpu was confirmed via the provided log file. The log file contained data spanning approximately 1 day (B)(6) 2021 ¿ (B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. On (B)(6) 2021 at 6:06, a low voltage hazard alarm become active correlating to the rsoc and overall (bus) voltage dropping below the alarm threshold (fluctuating around ~0.008 ¿ 0.02 volts rsoc and ~1.6 ¿ 2.1 volts bus). Due to the fluctuating values, the low voltage hazard transitioned into a no external power alarm at 6:07, then became a low voltage hazard again within the same minute. The patient was observed to have switched to battery power at 6:08, resolving the alarms. The mpu was not observed to be in use again throughout the remainder of the log file. No other notable events were observed. The mpu (serial number (B)(6) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook with mpu describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mpu does have a v-lock connector on the ac power cord, the power cord did not come loose at the wall outlet or at the back of the unit, and that there were not any environmental circumstances that would have affected ac power at the time of the event.